Manufacturer narrative:
One device was returned for repair with complaint that the pump beeped twice and shut off during the middle of an infusion. Service history review identified this device has not been in for service previously. Visual/functional testing was performed. The reported problem was confirmed. The probable cause of the reported problem was power board contacts pins insulator oversized and not making contacts with battery properly. Because of date and time problem, the main board to be replaced. Replaced main board, lcd display. Inserted proper size contact pins insulator. After repair pump passed all functional tests.

Event description:
It was reported that the pump beeped twice and shut off during the middle of an infusion. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.